Event description:
A routine hemodialysis pt had lost blood during a treatment the previous week. Follow-up phone call to clinical staff indicated that during the treatment, the pt locked down and observed that both vascular access needles had dislodge. The amount of blood loss was not known. The pt was admitted to the hospital and received 2 units of blood.